Event description:
A surgeon reported a patient with an unexpected refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported the refraction suggested that he overcorrected the cylinder and that the lens was slightly off axis from the intended. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on 02/24/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).